Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hrs. (B)(4). (B)(6). A device history record (DHR) review was performed for part # 412.820s, lot # 9820470: manufacturing location: (B)(4). A manufacturing investigation was performed. Two (2) lockscr ø2.4 self-tap l20 tan (part # 412.820s, lot # 9820470) returned and forwarded to manufacturing plant (B)(4) for investigation. The two complaint screws received with broken off heads in context of this complaint. All the relevant features were measured according to the relevant drawings and have passed their specifications. Besides, during the manufacturing process, these relevant features were inspected and documented according to the relevant inspection sheet. No deviations were detected. The results show that the screw was manufactured within the specifications. The check of the material certificate shows that the used material fulfills the specifications. This complaint is rated as confirmed since the screw has broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and all have passed the specifications. No manufacturing issue could be found in the results neither in the manufacturing documentation reviewed. Following concomitant parts received and no investigation will be performed: 1x 412.816s locking screw stardrive, 1x 412.816s locking screw stardrive, 1x 412.816s locking screw stardrive, 1x 412.822s locking screw stardrive, 1x 04.210.120s va locking screw stardrive, 1x 04.210.120s va locking screw stardrive, 1x 04.210.120s va locking screw stardrive, 1x 04.210.122s va locking screw stardrive, 1x 04.115.850s / lot: 9006716 / va-lcp volar rim distal radius plate 2.4. Exact root cause could not be determined. No manufacturing issue could be found in the results neither in the manufacturing documentation reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used to the distal radius. During the tcp (va-lcp) removal surgery on unknown date, 2.4 mm locking screw broke below the screw head. The surgeon also stated that the surgeon conducted the procedure as it said exactly in the manual. No broken pieces were left in the patient. No adverse consequence to the patient was reported. No information available regarding reason for the tcp removal. Patient status is okay and surgery was completed successfully. Manufacturer received an additional broken screw on october 17, 2017. Concomitant devices reported: 2.4 mm ti locking screw with stardrive recess 16 mm (part # 412.816s, lot # 9939729, quantity 2). The 2.4 mm ti locking screw with stardrive recess 16 mm (part # 412.816s, lot # l075503, quantity 1). The 2.4 mm ti locking screw with stardrive recess 22 mm (part # 412.822s, lot # 9696952, quantity 1). The 2.4 mm ti va locking screw stardrive 20 mm-sterile (part # 04.210.120s, lot # 9743864, quantity 1). The 2.4 mm ti va locking screw stardrive 20 mm-sterile (part # 04.210.120s, lot # 9748124, quantity 1). The 2.4 mm ti va locking screw stardrive 20 mm-sterile (part # 04.210.120s, lot # l110188, quantity 1). The 2.4 mm ti va locking screw stardrive 22 mm-sterile (part # 04.210.122s, lot # 9868029, quantity 1). The 2.4 mm ti va-lcp volar rim dst rad plate (part # 04.115.850s, lot # 9006716, quantity 1). This report is for one (1) 2.4 mm ti locking screw self-tapping with stardrive recess 20 mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was fifteen (15) minutes delay in surgery time.